Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Review of a stored electrogram found that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made and the patient was stable before, during, and after.

Event description:
New information received notes the patient presented for a follow up in clinic on (B)(6) 2019. It was noted that the patient's implantable cardioverter defibrillator exhibited right ventricular non sustained oversensing. Programming changes were made and the patient was stable following the recommended changes.